Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient was swimming in a pool all day and afterwards the pump would not power on. The reporter stated that the pump had condensation behind the display. The reporter confirmed that there were no cracks in the pump casing and the battery cap was not damaged. The reporter also confirmed that the keypad was intact. This report is made based on the allegation of the power issue.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: on evaluation, the pump powered on to the verify screen with operable auditory and vibratory alarms. The battery cap was not returned with the pump. There was no visible moisture behind the display lens, in the battery compartment or the cartridge compartment. There was no damaged observed to the battery or cartridge compartments. The pump cover was removed and revealed moisture present inside the pump. Review of the black box information confirmed power on resets on the date of the report ((B)(4) 2012). The pump was exercised for 24 hours with a test battery cap that was able to be tightened down normally. Power loss or rebooting was not duplicated. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.